Manufacturer narrative:
For this complaint file, the final customer lot was identified and a device history record (DHR) review was conducted. Three lots were reprocessed for anomalies that did not contribute to the customer complaint. No anomalies were found in four lots during the device history record reviews. The product was released according to product acceptance criteria. A complaint history examination indicates this is the seventh complaint received and the seventh complaint received for leaking received against the components of the reported final lot . Because no sample was returned an exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the trocar valve leaked during a vitreoretinal procedure. The procedure was completed without harm to the patient. Additional information and product sample status were requested but have not been received to date.